Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one, unknown 2.4mm plate. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an acromion revision surgery occurred on (B)(6) 2015 after it was discovered the patient had a non-union. There was no allegation of complaint against the hardware with regard to malfunction. One unknown 2.4mm plate and 14 unknown 2.4mm screws were removed. A new 2.4 locking compression plate (lcp) with screws, a 2.0 lcp with screws and a 3.5 lcp-t-plate with screws was implanted. The procedure was successfully completed with no surgical delay reported. It is unknown how the nonunion was discovered. This report is for one, unknown 2.4mm plate. This report is 1 of 2 for (B)(4).